Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient endured ventricular tachycardia during impella cp support. An amino drip was started and two shocks were given to stabilize the patient. The pump was also repositioned via echo to help prevent future recurrence. After three days of support, the decision was made to withdraw care and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.